Manufacturer narrative:
One device was received for evaluation. This devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device stopped working and the cooling tube broke during ablation. There was no patient involvement. Investigation found that the solder joint at the tip of the thermocouple was broken.